Event description:
The insulation anomaly was discovered during revision for another complaint.

Event description:
It was reported that the atrial lead insulation exhibited an anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The insulation anomaly was discovered during a revision for a separate complaint. This is a product problem and a malfunction instead of both product problem, adverse event and serious injury.